Event description:
A nurse from (B)(6) (a state health agency) reported that a family was using a canopy bed in which there was zipper damage. The family was using safety pins to hold the canopy closed. The previous weekend, the pt had a seizure and fell out of the canopy bed. There was no pt injury. However, the pt was admitted to the hospital. The family was advised to discontinue use of the canopy bed. The canopy bed was not returned for evaluation.

Manufacturer narrative:
The canopy bed was not returned for evaluation. The customer was advised to immediately discontinue using the damaged canopy. (B)(4).